Event description:
Valiant navion stent grafts were implanted for the endovascular treatment of a thoracic aneurysm. It was reported that corelab review of CT's carried out 3 days post-implant identified a type ib endoleak on device vnmc3737c90tu (sn (B)(4)). There was no fractures, stent ring enlargement or  stent ring migration observed. It was noted that the device implant order was unable to be confirmed by the site. It was reported the patient died on a an unknown date approximately 7 months post the index procedure likely from aneurysm rupture. It was stated  that the device construction was atypical with parallel grafts (snorkels, chimneys, etc) and  should not be considered device failure. No additional clinical sequelae was reported and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.